Manufacturer narrative:
Device was used for treatment, not diagnosis. After a complete review of the manufacturing device history records for the non-sterile lot number 6362717 (usas) for part number 280.501 there were no anomalies. The sterile lot number 3548218 does not exist in the susa system (docusphere) and could not be reviewed in monument. From a manufacturing stand point this complaint is indeterminate. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review for this lot has been made. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, a product was received with an incorrect product illustration on the box. It is unknown where this was discovered. No patient impact was reported. This is report 1 of 2 for complaint (B)(4).